Event description:
It was reported a cardiac catheterization was performed for evaluation of a positive stress test. The patient had normal coronary arteries and left ventricular function. A 6f angio-seal vip was used to close the right femoral arteriotomy. Several days later the patient developed tenderness and right groin selling. A right groin duplex ultrasound revealed a right common artery pseudoaneurysm and lower extremity deep venous thrombosis. The patient underwent surgical intervention for repair of the right external iliac and common femoral artery pseudoaneurysm 6 days following the cardiac catheterization. Following surgical repair the patient was started on oral anti-coagulation therapy because of the deep venous thrombosis. Pain was experienced and pain treatment was given and physical therapy consultations administered. The patient was discharged 3 days following surgical repair and will be on oral anti-coagulation medication for 3 months.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.